Event description:
The facility representative notified baxter quality relations representative of a colleague triple channel infusion pump which reportedly had a 'channel failure' during a patient infusion of nipride at a rate of 1.2 mcg/kg/min (concentration unknown) for approximately 5 minutes. Reportedly, there was no audible alarm when the device failed. The patient was not stable and vital signs (blood pressure, pulse, heart rate and temperature) needed to be checked. The device was replaced. The patient's outcome is unknown. It is unknown if the pump is available for evaluation.

Event description:
Additional information was received from the facility nurse on 12/07/2009 which indicates the following: the patient affected was admitted for coronary artery disease (cad) and underwent bypass surgery in (B) (6) 2009. Patient was received in cardiovascular intensive care unit (ICU) post-op. The patient's systolic blood pressure (bp) elevated to 170's and nipride drip was begun via baxter triple channel intravenous (IV) pump. The tubing had been primed and loaded into the pump in the cardiac vascular surgery (cvor) prior to patient arrival. Nipride was programmed to infuse at 1.2 mcg/kg/min for approximately 5 minutes without decrease in systolic bp and nurse noticed channel had shut off without any alarm. The tubing was removed from this pump, inserted into a different triple channel pump and the infusion restarted. The patient systolic bp peaked at 191. The cardiovascular ICU has a high nurse/patient ratio and frequent reassessment of patient condition. No extra interventions or testing were performed besides changing out the triple channel IV pump. The patient was discharged from the hospital in (B) (6) 2009 in stable condition.

Manufacturer narrative:
The serial number for this device is unknown and the device has not been received for evaluation. The software version of the device is unknown.

Manufacturer narrative:
The facility risk manager has advised the device has been sequestered. The device has been requested to be returned to the product analysis lab (pal) for evaluation. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B) (4). Multiple attempts have been made to obtain the serial number of the device and to have the returned for evaluation without success. The facility biomedical manager indicates he does not have the serial number of the device involved in this event and the device is not available for return for evaluation.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure, the user successfully used the electrosurgical unit for the first two cuts, however, the user facility reported that, on the third use, the pt's colon was cut using the electrosurgical unit, and the pt experienced bleeding. The pt subsequently died overnight following the procedure.

Manufacturer narrative:
(B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one short port btt black inflation valve popped out. As a result, the balloon would not remain inflated. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.